Event description:
Healthcare professional report capsular contracture (unknown baker grade). This relates to the left device. Device has been explanted and replaced with a non-allergan.

Manufacturer narrative:
Continued e1 phone number :+(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (unknown baker grade).

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. As per the investigation procedure: deformation and air voids were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.